Manufacturer narrative:
H10: the device has been returned for evaluation and was identified for fracture and not identified for break. The lot number for the malfunction was provided and a lot history review was performed. The investigation is confirmed for fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6(device, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 8708560 implantable port allegedly experienced a break. This report was received from one source. The device was used on the patient, with no reported patient injury. Patient age, weight, and gender were not provided.

Manufacturer narrative:
The return of the device is pending. The company is still investigating this issue. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 8708560 implantable port. This report was received from one source. The device was used on the patient, with no reported patient injury. Patient age, weight, and gender were not provided.